Manufacturer narrative:
(B)(4). Evaluation results: per the customer, the sample was discarded. A batch review was performed for the provided lot number and no defects were noted. The expiration date for the minicaps being used was (B)(6) 2008. Should additional information become available, a follow up MDR will be sent.

Event description:
Global field surveillance received a report from a home patient service representative (hcsr) stating that a home patient (hp) reported dry minicaps with lot number gd835389. The hcsr stated that the dry mini cap issue has occurred within the last three months with three boxes. The hcsr thinks that the minicaps may be dry because the hp has probably used the old boxes and they have expired. Product surveillance contacted the hp on (B)(6) 2010 and he stated that he has discarded all the minicaps and was able to obtain additional minicaps from the peritoneal dialysis (pd) clinic. He stated that since he received a new shipment, he no longer had any issues with the dry mini caps. He stated that everything is going well and is resuming therapy as usual. There was no report of injury or medical intervention.